Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. An internal inspection of the cycler found indication of an internal short present on transformer (t1) of the inverter board. A known good inverter board was installed and the display became fully operational. Upon internal visual inspection of the returned cycler indications of dried fluid were found within the cassette compartment and particulates around the catch post area and within cassette compartment were noted. There were visual indications of dried fluid found between the pump assembly and display assembly during internal inspection. Dried fluid was observed within the recess of the bottom cover adjacent to the pump during internal inspection. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported liberty cycler display went blank during fill 6 of 6 of treatment. The ok and stop keys were pressed, however the screen remained blank even after rebooting the cycler. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. Patient reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.